Event description:
Device malfunction: difficult to position/premature stent deployment. Time of malfunction: during procedure. Symptoms/ae: inaccurate delivery/intervention. It was reported that during the procedure in the right superficial femoral artery, the absolute stent delivery system (sds) met resistance as the distal tip of the sds advanced through the distal end of the guiding catheter. The stent prematurely deployed in the delivery catheter and in the vessel. No attempt had been made to deploy the stent and the handle was in the lock position. An attempt was made to retrieve the stent back into the guiding catheter using an unspecified coronary balloon; however, the attempt was unsuccessful. At this time, the physician fully deployed the stent in the bifurcation of the right common femoral artery and the profunda. An absolute sds was advanced and deployed successfully in the target lesion. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Off label use in the vasculature, against resistance, and incorrect removal. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.